Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery of a right tka was performed. The surgeon stated that patient presented with pain and x-ray showed eccentric wear of acetabular liner, loose femoral stem and fractured greater trochanter.

Manufacturer narrative:
J3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, this case reports that a revision surgery was performed due to pain. The surgeon stated that an x-ray showed eccentric wear of acetabular liner, a loose femoral stem and fractured greater trochanter. Per email communication, consent has not been granted to provide the requested surgical reports and x-rays. Therefore, the patient impact beyond the revision, and the root cause of the breakage cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.